Event description:
On (B)(6) 2012, a nurse contacted lifescan (lfs) chile alleging the patient's onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unwilling to answer additional questions during a follow-up call. On an unspecified date/time, it was reported that the patient obtained blood glucose readings of ''439 mg/dl'' with the subject meter and ''310 mg/dl'' on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected of <= 30%. The nurse informed the csr that on (B)(6) 2012, the patient was assisted by paramedics and taken to the hospital as a result of readings obtained with the subject meter. Prior to being assisted by paramedics and taken to the hospital, it is not known when the patient had last tested his blood glucose. It is not known if the patient obtained a reading that was above, below or within his target range. It is not known what medications the patient takes to manage his diabetes, nor is it known if the patient made any changes to his usual diabetes management regimen in response to a blood glucose result obtained with the subject meter. It is also not known what symptoms the patient developed that resulted in emergency services being contacted. It is also not known what treatment the patient received by the paramedics or at the hospital. At the time of troubleshooting, the csr noted that a control solution test was performed on the subject meter and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the reporter claimed the patient had to receive treatment by an hcp as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.